Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate properly. After imaging approximately two months later, an empty reservoir was identified. The patient was expected to undergo a revision procedure but no record of intervention has been received to date. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, beginning approximately two months after implant, this inflatable penile prosthesis (ipp) would not inflate properly. Imaging was performed and an empty reservoir was identified. The patient was expected to undergo a revision procedure but no record of intervention has been received to date. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the reservoir, cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 flat reservoir was visually inspected, leak tested and examined using a microscope. The flat reservoir shell had a leak that was the result of sharp instrument damage, most likely occurred during explant. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leaks were found. Under microscope examination, contamination was found by the deflation spring/ball in the ms pump. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Cylinder 1 had a leak close to the proximal end as well as broken fabric that was the result of sharp instrument damage most likely occurred during explant. Cylinder 2 had no damage found and passed leak test as performed. Product analysis was unable to confirm the reported clinical observations.

Event description:
It was reported that, beginning approximately two months after implant, this inflatable penile prosthesis (ipp) would not inflate properly. Imaging was performed and an empty reservoir was identified. The patient underwent a revision procedure. There were no patient complications reported.